Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause of the impedance issue has not been determined and all other rv measurements are stable. A commanded shock was delivered to the patient to test the integrity of the system. Shock impedance measurements were still observed to be higher than normal. The system was reprogrammed and the patient will continue to be monitored. The device continues to remain implanted and in service. No adverse patient effects were reported.